Manufacturer narrative:
Date received by manufacturer: 23-apr-2015. Additional information was received that the lead was found to be already damaged while the explant was being performed. The lead was not damaged during the explant.

Manufacturer narrative:
Device evaluation indicated that the complaint of high impedance readings was not confirmed. Visual inspection revealed that the lead was cleanly cut approximately 41 cm from the proximal end and cables are exposed. The paddle end portion of the lead was not returned. No other anomalies were identified. No electrical tests were able to be performed because of the cut lead. The cut damage to the lead was consistent with damages done during the explant procedure and it was not considered a failure.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was determined that several contacts on the patient's lead had high impedances. However, when the lead was explanted, it was discovered to be damaged. The patient underwent a lead replacement. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was determined that several contacts on the patient¿s lead had high impedances. However, when the lead was explanted, it was discovered to be damaged. The patient underwent a lead replacement. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was determined that several contacts on the patient¿s lead had high impedances. However, when the lead was explanted, it was discovered to be damaged. The patient underwent a lead replacement. The patient was doing well postoperatively.